Manufacturer narrative:
Updated a4- patient weight. D6a - date of implant is unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates surgical intervention took place on (B)(6) 2025, during which the lead was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was experiencing ineffective therapy with their scs system. Diagnostics revealed high impedances on the lead. In turn, reprogramming did not resolve the issue. As a result, surgical intervention may take place at a later date to address the issue.